Event description:
The customer called in to report that lysis was leaking in and underneath the systems solutions drawer and was seen outside of the alinity m instrument. The customer has blocked foot traffic in front of instrument until service was performed. The field service engineer (fse) noticed the system seemed to be leaking from the cradle in the bulk fluidics drawer. The fse replaced the transfer pump, tubing, and the cradle, no further leaks were identified. All testing and verifications performed passed. The system was then returned to customer for use. There was no reported exposure or injury.

Manufacturer narrative:
Complaint has been elevated for investigation.

Manufacturer narrative:
Updated b5 to state, no patient was involved as this observation was made by the alinity m user. Address line 1 corrected, 1101 veterans drive. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard. Even though a design deficiency was identified via the complaint investigation process, the associated risk evaluation determined the frequency of the hazard is within the predefined risk management file level. Both the complaint investigation and associated risk evaluation have been completed. An additional investigation is in process to further determine if additional improvements in the design on the system solution drawer or float reservoir sensor can be implemented.

Event description:
No patient was involved as this observation was made by the alinity m user.